Manufacturer narrative:
This is a follow-up to the previous medwatch report as the safari2 guidewire was returned for failure analysis. As received, the specimen consisted of one-1 each safari2 275cm sml crv; returned coiled, loose, and double-bagged within "zip-lock" style poly biohazard pouches. The focus of the analysis was on the used device. Dimensional verification: the specimen presented a dim "a" length of 275.25cm, formed curve dimensions of 2.85cm x 3.30cm and a finished diameter of .03460" to .03465". A gage bushing certified to be .0355" passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity. Observation findings: the specimen presented a very large radius serpentine bend over length of the device and offset coil wraps located 18.0 to 38.3cm from the proximal end, creating localized diameters to .03530". All joints appeared to be correct and intact. Except where noted, the specimen device appeared visually and dimensionally correct. Summary of findings: a review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted above, the specimen presented a very large radius serpentine bends over the length of the device and offset coil wraps located 18.0 to 38.3cm from the proximal end, creating localized diameters to .03530". Except where noted, the specimen device appeared visually and dimensionally correct. The complaint narrative does not make note of any damage to the specimen; as such, it is likely to have been incurred during post event handling. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to confirm the complaint or to assign a definitive root cause for the event as reported. As indicated in the device instructions for use (dfu) warnings section, "when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation." Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. The physician reported that the injury to the left venrticle wall may have been caused by one of the catheters or wires. Review of the directions for use notes the reported event as a potential adverse event associated with the tavr/tavi procedure.

Manufacturer narrative:
The safari2 guidewire is expected to be returned for evaluation but wasn't received by the time this report was submitted. Lot traceability was provided. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. The physician reported that the injury to the left ventricle wall may have been caused by one of the catheters or wires. Based on the complaint description there was no indication of any issues with the safari2 guidewire. Review of the directions for use notes the reported event as a potential adverse event associated with the tavr/tavi procedure. If additional information is received or the guidewire is returned for evaluation a follow-up medwatch report will be submitted.

Event description:
Patient was undergoing a transcatheter aortic valve replacement (tavr) procedure event description: it was reported that: during preparing initial setup for the tavi procedure and introducing safari2 xs guidewire into the left ventricle, the symptoms of the pericardial tamponade have been recognized. Left ventricle has been reached by crossing the native aortic valve with the amplatz left 1.0 catheter and soft guidewire, after that al1 has been changed for the pigtail catheter and safari2 wire has been introduced to the left ventricle using it. Because of hemodynamic instability, the decision to convert to surgery has been made. After opening the chest, injury of posterior wall of left ventricle has been noticed and it demanded surgical closure. Because of many complications, tavi procedure has been declined and physicians decided to implant surgical aortic valve. Patient died in few hours after the procedure because of multiorgan failure and blood coagulation disorder. Physician opinion of relationship of event to device or the index procedure: physicians suspected injury by one of the catheters or wires.